Event description:
It was reported that the pt was no longer able to hear from one moment to the next. The external equipment was exchanged but without success. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.